Event description:
It was reported that a pt had a sub-occipital craniectomy with a c1/2 laminectomy for decompression of arnold chiari syndrome in 2005. The initial surgery went well. Durepair was sutured in place of an approx 1" x 2" dural defect with continuous running suture 4-0 nylon with tf (tapered) needle. Durepair was trimmed and placed/sutured in, and the leftover piece of durepair was set on top of the sutured piece. The pt was discharged two weeks later, 12 days post-op. The pt returned (date of readmission unknown) with csf leak for which lumbar taps were performed and a lumbar drain was placed. The pt was drained intermittently to decrease pressure. When the drain was removed, the pt developed swelling again. Revision surgery was performed three weeks later. During the revision surgery, the surgeon observed that the durepair piece that was anchored looked like the sutures were stretching the durepair and the csf was leaking from the suture line. When they turned the pt back over, pt was hyperventilating, turned blue, and flat-lined. The initial coroner's reports indicate that cardio-stenosis was present.